Manufacturer narrative:
Results of investigation: carefusion went on site and performed non-invasive testing on the unit; the unit passed all tests with no abnormalities. Visual inspection showed no evidence of any physical damage or abuse. The fan filter and inlet filter were in place and clean. The pigtail showed no signs of any wear or damage. Evaluation of the sprintpack used a the time of the event showed no abnormalities and a full charge when test button was pressed.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion has contacted the customer in attempt to evaluate the device and the customer requested to purchase an event trace download cable to download the event trace log on his own. This request was denied due to the customer not having an ltv bio-medical certification or anyone at their facility having the certification; however, carefusion has offered an on site evaluation and the customer stated that the forensic investigator will contact us when the device is ready to be evaluated. Carefusion has not received the device, once the device becomes available for evaluation, a follow-up medwatch form will be submitted with the additional information.

Event description:
It was reported to carefusion that a pediatric patient passed away while using an ltv ventilator. The customer did not provide any detailed information regarding the events that led up to the death of the patient. This case is currently under forensic investigation and the ventilator is under quarantine with the forensics investigator.